Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm medtronic (freestyle) surgical aortic valve, the valve did not seem "stable" for deployment. Subsequently, the system was withdrawn from the patient, and a 29 mm valve was implanted. No patient complications were reported as a result of this event. Additional information was received clarifying that the 26 mm valve would not stay where it needed to be during deployment. The valve was recaptured and withdrawn from the patient. The larger 29 mm valve was implanted instead to help with oversizing.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm medtronic (freestyle) surgical aortic valve, the valve did not seem "stable" for deployment. Subsequently, the system was withdrawn from the patient, and a 29 mm valve was implanted. No patient complications were reported as a result of this event.